Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, after an hour and 45 minutes of using the prograsp forceps (3/18 lives), the surgeon noticed that the instrument did not follow the command, therefore, when removing the prograsp forceps it was detected that the steel cable had broken. It was replaced with another to continue the procedure. The procedure was completed with no reported injury.